Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a communication issue. The field service engineer checked for a firmware update, turned the station off and reseated the pyxi bus drawer cable. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation system had a communication issue. The customer stated that the drawer 2.1 not detected on bus. There were no adverse events or injuries reported based on this event.